Event description:
Affiliate reported that the customer has complained that blue spring clamp at the top of the bag is not secure and does not hold securely. Therefore, it is easy for the clamp to open and for drainage into the bag to continue. The bag was not being used with the eds3 system but was being used with an epidural catheter for a simple lumbar drainage procedure. New information received from the mhra explained that the lumbar drain was set up to drain 100ml per day, by 17.00 that evening 100ml already drained. Clamp closed and patient medically assessed, no problems. By 9.20 the following day, an additional 400ml had drained and it was discovered the clamp was not working very well. The original bag had been disposed of. A new bag was tested in the presence of the codman representative and this also would not clamp successfully.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.